Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy continued: 5076-45 implantable pacing lead, implant date: (B)(6) 2007. (B)(4).

Event description:
It was reported that during a clinic visit the physician was unable to interrogate the device. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. This device was included in the field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.